Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated prophylactically for dvt. The common femoral vein was accessed using micropuncture technique, and the filter was successfully deployed without incident. A post placement venacavogram demonstrated adequate positioning of the filter. Hemostasis was achieved and the patient tolerated the procedure well. Approximately six years post filter deployment, a CT scan performed for abdominal pain demonstrated the filter to be in a transverse position with some limbs penetrating the caval wall into the periaortic area. The physician felt this could be the etiology of the patient¿s pain. No hematoma was demonstrated. The following day, a percutaneous attempt to retrieve the filter was unsuccessful. The filter apex was engaged with an alligator clip type device; however, the filter was unable to be removed as it appeared to be well fibrosed into the caval wall. The procedure was concluded and a single suture was placed at the access site. The physician recommended for the patient to be sent to another facility for a more tertiary attempt at filter retrieval. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully, in adequate position. Approximately six years after implantation, CT imaging allegedly demonstrated the filter to be in a transverse position with several limbs penetrating the caval wall. The next day, an attempt to retrieve the filter was unsuccessful. Based on the medical record review, filter tilt, limb penetration of the ivc, and an unsuccessful retrieval attempt can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition; pain. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records received and reviewed. Approximately six years post prophylactic vena cava filter deployment, a CT scan performed for abdominal pain demonstrated the filter to be in a transverse position with some limbs penetrating the caval wall into the periaortic area. A percutaneous attempt to retrieve the filter with forceps was unsuccessful. The filter appeared to be embedded in the caval wall; therefore, the procedure was concluded and a single suture was placed at the access site. No additional information was provided in medical records received.